Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the stapler was not able to fire. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the firing knobs were retracted and the articulation levers were in neutral position. The instruments were loaded with a pmv representative egia60axt reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.